Event description:
It was reported the video system center had the glass in connector socket damaged and was unable to connect to camera. The issue occurred during preparation for use for an unspecified procedure. The procedure was delayed 10 minutes but there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that scope cannot be connected due to connector socket damage. Therefore, it was determined that the defect was caused by user misuse. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device added h3, h4.